Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family member reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl at the time of incident. The customer declined the troubleshooting for the high blood glucose. The customer was treated with the insulin pump. The customer did not mention any symptoms related to high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test.